Manufacturer narrative:
(B)(4). Only event year known: 2020. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: clarification needed, what was the issue that was experienced? The anastomosis opened because points didn't hold. What were the shape of the deployed staples (b-formation, irregular, pear-shaped)? Unk. Were there staples missing from the staple line? No. Could you please clarify how long was the delay (hours/minutes)? 1 hour and half could you please provide the current patient status known? Good condition. Was there any patient consequence or change in the post-operative care of the patient. As a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Currently nothing. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the contour stapler and its refill affixed points that didn¿t hold and the anastomosis opened after the shot immediately. All the steps for the product use were correctly applied because the surgeon is a regular user. The was delayed but completed successfully.

Manufacturer narrative:
(B)(4). D4: batch # t5et7w. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were complete and the staples met the staple form release criteria. The event described could not be confirmed, as no malformed staples were observed and the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.